Event description:
Prior to the implant procedure, the stylet was unable to be inserted into the right ventricular lead. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead, without a stylet, was returned in one piece for analysis. The stylet could not be fully inserted due to clogged dried blood inside the inner coil. The cause of the reported event was isolated to the inner coil being clogged with blood. The reported event of stylet insertion failure was confirmed.